Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the type 3b endoleak. Additionally there was evidence to reasonably support the following observations; a type 3a endoleak between the main body and iliac limb with component separation, and snorkel into the left internal iliac artery with a non-endologix stent. The clinical evaluation additionally identified the following potential contributing factors to the reported event; off label use, patient anatomy, and use of a non-endologix stent. Further investigation of this complaint event can be found under CAPA (B)(4) for the type 3a endoleak and CAPA (B)(4) for the type 3b endoleak. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent, two suprarenal aortic extensions, and a limb stent graft. A follow up computed tomography (CT) done on (B)(6) 2016, showed a type 3b endoleak. The physician elected to implant a non-endologix stent to reline the existing devices and seal the endoleak. The patient is in stable condition.